Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported visible smoke and a burnt smell on the cell dyn sapphire. The customer powered the instrument off. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
The customer reported visible smoke and a burnt smell coming from the cell-dyn sapphire, list number 08h00-01, serial number (B)(4). The field service personnel found that liquid leaking from the inlet/outlet tubing had fallen onto the connector of the pre-heater, which caused the electrical component of the pre-heater to short out. A photo of the damaged pre-heater assembly was submitted and shows the connector was partially burned. Field service replaced the pre-heater wbc cup and the inlet/outlet tubes on the pre-heater which resolved the issue. A review of the cell-dyn sapphire operator's manual provides information regarding electrical hazards and basic electrical hazard awareness. A review of tickets for the cdsphr, pre-heater assy (part number 8921279802) and the cell dyn sapphire did not identify any other complaints related to smoking and no trends for the reported issue. Based on the investigation no product deficiency was identified for the cell-dyn sapphire, list number 08h00-01, serial number (B)(4) analyzer or the cdsphr, pre-heater assy (part number 8921279802).